Event description:
It was reported that during surgery, the unit didn't work at all. After they received this complaint product, they confirmed the following: the reverse current is occurring on 4 of 8 batteries, the battery leakage occurred on 1 of 8 batteries and insufficient remaining capacity is occurring on 3 of 8 batteries. Based on the above, they think that this incident was caused by the failure of batteries. There was no patient harm/injury. There was no medical intervention. There was a 0¿15-minute surgical delay to prepare a back-up of the same product to complete the surgery. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9. G1, g3, g6, h1, h2, h3, h4, h6, and h11. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.